Manufacturer narrative:
A siemens technical applications specialist (tas) reviewed the data provided. The tas inquired about the sample integrity. The customer stated that the sample had been spun and poured into a transport tube by their outreach lab and brought in to a sample tube. The technician placed the tube on their streamlab, did not re-spin or look at the sample. A siemens headquarters support center (hsc) specialist reviewed the data provided. Hsc found that the sample, when ran on the dimension vista 1500 serial number (B)(4) showed a low bias. The results were repeatable from two different aliquots for this sample. No other discordant results were observed on that instrument for other patient samples. Hsc reviewed the process error log and found the water purification module (wpm) water supply pressure too high error occurred prior to the processing of the sample but not during the processing of the sample. Review of the quickcheck data showed quickcheck was within range. Hsc concluded the cause of the discordant sodium, chloride and calcium results is sample specific due to an issue with the transfer of the sample to two separate aliquots. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed sodium (na), chloride (cl) and calcium (ca) results were obtained on a patient sample on a dimension vista 1500 instrument. The initial results of "panic low" were reported out to the physician(s), who questioned the result. A "panic low" or "below panic range" is a result below the laboratory defined panic alert level. The same sample was repeated on the same instrument, resulting similar to the initial results. The sample was then repeated on their alternate dimension vista 1500 (serial number (B)(4)), resulting higher. The customer removed the results from their report and requested a redraw of the patient from the outreach lab. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed sodium, chloride and calcium results.